Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+2.0/99 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing that the haptic was torn/broken/bent/deformed and foreign material was observed to be on the lens (spot). Work order search: no similar complaints were reported for units within the same lot. (B)(4). Conclusion: this lens model is contraindicated due to the age of the patient being higher than what was indicated in the dfu. (B)(4).